Event description:
Patient contacted dexcom technical support on (B)(4) 2012 to report that while he was bowling, on (B)(6) 2012 at around 9 pm, he had suffered a hypoglycemic event, fell to the ground, broke his teeth and injured his head. Paramedics were called and patient's bg was measured at 28 mg/dl, concurrent cgm value unknown. Paramedics also administered an IV and transported patient to the hospital, where patient received a head scan which ruled out any internal bleeding. At the time of his call to dexcom technical support patient was feeling better.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.